Event description:
Difficulty reprogramming shunt. Multiple attempts at reprogramming; console was overheating. Valve pressure setting checked by x-ray instead. Surgeon was happy with outcome. No ae to patient. Procedure occurred sometime during previous week.

Manufacturer narrative:
(B)(6). The 510 (k): k061876 & k050739. Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
The device was returned and evaluated by the supplier. The supplier's evaluation found that the transmitter had been returned in a very dirty state. The transmitter cover was broken due to improper handling. The sensor rod could not completely move due to dirty material inside the transmitter. The supplier also found the there was an irregular sound in the transmitter and the front cover was damaged. The supplier changed the transmitter cover, buzzer, and emi screen, and completely cleaned the transmitter. The supplier determined that the difficulties reported by the customer were caused by improper handling and poor maintenance by the user. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.